Event description:
It was reported that during a renal artery percutaneous transluminal angioplasty and stenting treatment procedure, balloon removal difficulties were encountered. A 6f introducer sheath was used for femoral access. The ultra soft balloon was used for post-dilation after implanting a 6/15mm stent. When removing the balloon after deflation, the balloon became stuck at the distal sheath lumen and was not able to be pulled into the sheath. The balloon and the sheath were removed together as a unit and the procedure was successfully completed with out additional intervention. It was reported that there were no injuries or complications for the patient. Patient status is reported as "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. If any additional relevant information is received, a supplemental MDR will be submitted.